Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for interstim other. The caller is reporting poor communication, when trying to help patient prepare for MRI but they keep getting "poor communication" screen. The patient was implanted in 2010 and base on the caller ins is at eos. There was no symptom reported. Additional information received on 2019-mar-07 from the patient indicated that this thing was not working and would like it removed. The hospital refused to do MRI and no action was taken.